Manufacturer narrative:
The lot number of the product is unknown; therefore the device history records, complaint history could not be reviewed. It could not be confirmed if the device was used in an approved and compatible combination. Surgical notes were not provided. It is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Relevant medical history is unknown. Attempts were made to obtain additional information. No further details were made available. Based on the information available, the root cause of the event cannot be determined. Should additional information be obtained to further this investigation, this report shall be updated.

Manufacturer narrative:
Investigation in process. Part discarded by hospital.

Event description:
It was reported that the patient received a tka in 2013. Patient was revised in 2017 due to instability. The tm monoblock tibia is the only zimmer biomet tmt designed controlled part.